Event description:
The customer alleged the pump will not deliver the full dose and alarms before it is finished.

Manufacturer narrative:
The pump rotor was inspected and found a buildup of residue on the roller. The pump needs to be cleaned according to instructions on a regular basis. The pump rotor was replaced to resolve the issue.